Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure insulation damage was noticed after the lead was placed in the body. The lead was explanted. The physician suspected the compression by closing the pocket damaged the lead insulation. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information notes that during the device check on (B)(6) 2017, threshold elevation was observed and the x-rays showed lead dislodgement. Therefore, the lead was replaced.